Event description:
It was reported that post coronary stenting treatment procedure, patient death occurred. Same case as MDR ID #2134265-2012-06699. In (B)(6) 2012, the subject presented due to silent ischemia. Cardiac catheterization revealed two target lesions. Target lesion #1 was a 80% stenosed, de novo lesion located in the left main coronary artery (lmca). The lesion was 6 mm long with a reference vessel diameter of 3.75 mm and treated with pre-dilatation and placement of a 4.00 mm x 12 mm ion study stent. Following post dilatation, residual stenosis was 30%. Target lesion #2 was a 95% stenosed, de novo lesion located in the 1st obtuse marginal. This lesion was 24 mm long with a reference vessel diameter of 2.25 mm and treated with pre-dilatation and placement of a 2.25 mm x 32 mm ion study stent. Following post dilatation, residual stenosis was 0%. Four days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2012, the subject died due to unknown etiology. No other action was taken to treat this event.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).